Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 27. On (B)(6) 2021, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 27. On (B)(6) 2021, fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.